Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that for the past 2-4 weeks, they have been having issues with the handset and the communicator. The patient stated that the handset lagged at 90% took so long that the handset and the communicator both turned off. The agent reviewed the data and assisted the patient in deleting the data. The agent reviewed the general use of the handset. The agent had the patient toggle off power saving mode and mobile data and restart handset. The patient will call back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820.product type software product ID tm90t0. Serial# (B)(6). Product type accessory product ID hh90t01. Serial# (B)(6). Product type mobile platform section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.